Event description:
The pt reportedly had a seizure and fell (date not given). At that time, the pt was hospitized and diagnosed with bleeding in the brain. The pt was released from the hospital and appeared to be fine. Approximately one month later, the pt was unable to hear while using the sound processor. 2003, the pt was seen at the center for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing conducted confirmed that the device was no longer functioning. Surgery is to be scheduled to explant the pt's device.